Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and an alarm log review confirmed the f-38 alarm. This alarm was caused by a fluid damage to the left force sensing resistor (fsr). The fsr was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.